Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In 2018 there was a suspected breakage of proximal screw and stem and re-replacement was done on (B)(6) 2018.

Manufacturer narrative:
Corrected event description and device information. An event regarding revision involving an unknown knee implant was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details and return, reason for revision, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and or insufficient information was received by stryker orthopaedics. If devices and or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
In 2012, osteosynthesis was performed on condylar fracture after tka. In the same year it replaced the hmrs rotating hinge for a false joint. The (B)(6) 2018 , revision surgery was enrolled on a separate complaint. There are two different issues listed in the event description. This pi is for the periprosthetic fracture that occurred in 2012.